Event description:
The customer called requesting assistance in printing the pt's history for a pt that coded and eventually expired.

Manufacturer narrative:
The field service engineer provided phone assistance to help the customer. He instructed them on how to print pt's history from our system. The customer does not allege a product malfunction nor did the equipment contribute to the pt incident. The intellivue info ctr, instructions for use states: "the scheduled reports windows allow you to schedule and print pt reports on demand or on a regularly scheduled basis. The pt must be admitted before any reports can be scheduled and initiated. Access the scheduled reports windows by selecting scheduled reports on the all controls window. From the scheduled reports window you can set up and print the following reports for a pt by selecting the appropriate tab on the top of the window: all report, trend report, alarm report, event report, wave report and summary report." Spoke with the charge nurse and was informed that they were looking to have more info saved, for longer than 48 hours. She was informed that they were able to purchase an option that would save wave, event, trend and st review of up to 96 hours. No on site service was provided for this call. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to a knowledge deficit in regard to the printing features of the device.